Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's lead site hadn't healed since the revision surgery on (B)(6) 2016 (reference MFR # 1627487-2016-04693). As a result, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the physician buried the lead and the anchor deeper into the subcutaneous tissue and washed out the lead site with antibiotics. Follow-up revealed the patient was healing well but still not completed healed.

Event description:
Follow-up revealed the lead incision site did not heal and the lead migrated out of the epidural space and into the wound. As a result, the lead was explanted on (B)(6) 2017. The patient is doing well..